Event description:
It was reported that the customer was having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer also mentioned that she experienced trouble with the transmitters and received calibration error alerts. The customer also reported that the insulin pump was constantly beeping. The customer reported a instance when the sensor glucose was 54 mg/dl while her actual blood glucose level was 98 mg/dl. Troubleshooting was done. Advised the sensor glucose and blood glucose difference was not within an acceptable range. Advised that replacement sensors would be sent. Advised customer to monitor the issue and call back if further assistance was needed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.